Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported issue. The reported issue was attributed to the unit not having a final unit test performed during manufacturing rework, which resulted in the device packing outer box displaying a finnish product type, whilst having a hebrew literature kit. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device had been received with the wrong language packaging. This has the potential to have a device of the wrong language being delivered to the customer. Incorrect language may lead to an inability to understand the device, which may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device had been received with the wrong language packaging. This has the potential to have a device of the wrong language being delivered to the customer. Incorrect language may lead to an inability to understand the device, which may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.